Event description:
Customer reported receiving a button error alarm and a no delivery alarm on the insulin pump. Customer's last blood glucose reading was 158 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive escape button due to flatten dome switch (creased) and moisture damage at the keypad traces. Unable to perform the prime test, basic occlusion test, occlusion test, excessive no delivery test or displacement test due to the unresponsive buttons. No button error alarms noted. The unit was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.